Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a problem with the door latch not reading door open or close. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "door latch not reading, door open or close" which was seen through a review of the event history log by the presence of "door jammed!" And "shut door-power off" but were not determined if the alarms were true or false. Evaluation reproduced the reported symptom while running a loaded set. The cause was determined during a visual inspection to be a loose upper link screw. The upper link screws was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.